Event description:
Removal of endosseous dental implant. According to clinician 4 implants were placed in class ii bone during a routine procedure. The clinician reports that possible inadvertant loading may have caused mobility on the implant in site #21. The clinician reports that the impant in site #21 was removed 3 months post-operatively.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its endosseous dental implants is below the expected failure rate for this procedure as published in the scientific literature.